Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer replaced cubie tray and issue was resolved. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system half height drawer bus issues. The customer stated that there was a no delay in patient workflow since they able to remove the med from another station. There were no adverse events or injuries reported based on this incident.